Manufacturer narrative:
Gbo complaint no: (B)(4). No samples (actual or unused) were received. Customer picture was received. We have no further complaints on the material/batch. We forwarded the complaint to our supplier for their investigation and comments. A check of quality documents shows no documentation indicating the deviation. Retain samples were visually inspected; no defects in any of the components could be observed. Samples were functionally tested by penetrating an artificial arm and activating the safety mechanisms; they were found to work properly and locked without damaging components. The complaint cannot be confirmed.

Event description:
Customer states that the plastic hub where the safety mechanism is located broke during attempt to activate which left the system open and the needle still in the patient.